Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise, oversensing, high out of range pacing impedance with measurements greater than 3000 ohms and high capture thresholds at 5 v. The patient was brought to the clinic, where impedance and thresholds tests were performed. The next planned course of action is lead revision and the suspected root cause is lead dislodgment. This ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise, oversensing, high out of range pacing impedance with measurements greater than 3000 ohms and high capture thresholds at 5 v. The patient was brought to the clinic, where impedance and thresholds tests were performed. The next planned course of action is lead revision and the suspected root cause is lead dislodgment. This ICD remains in service and no adverse patient effects were reported. Additional information received indicated that the patient presented to the hospital with a fractured ra lead, confirmed by x rays. The time of the dislodgement is unknown. The patient was diagnosed with twiddlers syndrome. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. This ICD remains in service.